Event description:
Lead was reported to be 'broken', follow up determined that the rv lead exhibited high impedances, and the lead will be extracted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)